Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, while fixing a promon to fixation prosthesis, the white tip of the device fell into the patient. The tip was retrieved with a laparoscopy clamp and removed by trocar without any additional dissection. The procedure was completed with another like device. There were no patient consequences reported.

Manufacturer narrative:
Additional information: fire testing was not conducted because trigger was difficult to operate, device was jammed then it was disassembled and the prongs of the fork were found deformed as indicative of the device was impacted into bone or another hard surface. The device was returned with the cannula cap detached from the cannula tabs and missing. The prongs of the fork are deformed as indicative of the device being fired into bone or another hard surface, thus rendering device unusable.